Event description:
Boston scientific received information that at the follow-up appointment one week post implant, this right ventricular (rv) lead exhibited no capture and no sensing. An x-ray confirmed this lead dislodged through the epicardium. The lead was repositioned with appropriate pacing threshold, impedance, and intrinsic sensing measurements. It was reported the lead dislodged again. The lead was explanted the following morning and a new tined lead was implanted. No adverse patient effects were reported. At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.